Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 37752, serial# (B)(4), product type recharger; product ID 3550-39, lot# n247065, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type accessory; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type extension; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient would have a revision (B)(6) 2014 because the patient had a spine surgery in (B)(6) and the leads were removed and/or cut at that time. The battery was located in the abdomen. No outcome was reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.